Event description:
The device was returned with no additional information.

Manufacturer narrative:
(B)(4). Final pump analysis revealed that s2 battery resistance was high - the battery had higher than expected resistance values, which exceeded the battery specification requirement.